Event description:
It was reported to tyco/healthcare/kendall via tyco ludlow in 04/02 that a portion of an umbilical vessel catheter was found in a pt. The remaining portion was found several weeks later at the pt's wellness check. The sample is pending.